Event description:
It ws reported the pt had previously had issues with an increasing ground path impedance in 2007. Programming allowed the pt good access to sound. Information received on (B)(6) 11, 2013, reported that the pt is to be re-implanted on (B)(6) 2013. Further information is not available.

Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.